Event description:
This is a report of two distinct balloon pump failures in the last two days. During use both pumps abruptly shut down and the display screens went blank. The users immediately rebooted the pumps to normal operation and exchanged the pumps with additional back up. Both balloon pumps sequestered and the manufacturer contacted for emergency service. The first event occurred []. The pump was operating on ac power with no battery power operation indicating. Unit shut down completely with display going blank. Pumps exchanged and sent to perfusion office. Second pump failure occurred on the next day with exact failure: pump stopped cycling and screen went blank. Pump was also operating on ac power. Pump exchanged out and manufacturer contacted for emergency service. It was reported by perfusionist that second pump also had a similar failure three months ago this year and was reported to manufacturer. Biomedical turned both pumps on battery power and observed full post completion. Both pumps sequestered for manufacturer analysis. No adverse outcomes on either patient. Manufacturer response for intra-aortic balloon pump, datascope cs300 (per site reporter). Manufacturer contacted and service requested for evaluation. Manufacturer response for intra-aortic balloon pump, datascope cs300 (per site reporter). Manufacturer responding to service request.